Event description:
The pt stated that she had an infection which caused to contract pneumonia which caused her blood glucose to rise. She reported that she was admitted to critical care on (B)(6). Her bg was 1600 mg/dl and she was unconscious. She also stated that she is unable to fight off infection on her own. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not return for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and hospitalization. No product lot number was reported, therefore no qualification records were reviewed. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "any physical stress can cause your blood glucose to rise, and illness is a physical stress. Your healthcare provider can help you make a plan for sick days. The following are only general guidelines. When you are ill, check your blood glucose more often (at lease once every 2 hrs) to avoid dka," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."